Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient experienced syncope after having a security wand go over the device area while at a courthouse. The patient presented to the emergency department and boston scientific technical services (ts) discussed that the wand could create electromagnetic interference (emi) resulting in oversensing and pacing inhibition. The medical personnel noted that the patient is pacemaker dependent. Ts provided education on emi sources. The pacemaker remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced syncope after having a security wand go over the device area while at a courthouse. The patient presented to the emergency department and boston scientific technical services (ts) discussed that the wand could create electromagnetic interference (emi) resulting in oversensing and pacing inhibition. The medical personnel noted that the patient is pacemaker dependent. Ts provided education on emi sources. The pacemaker remains in service and no additional adverse patient effects were reported. Additional information was received indicating that this pacemaker was explanted due to normal battery depletion. No adverse patient effects were reported. This pacemaker has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.